Event description:
Procedure: laparoscopic billroth ii. According to the reporter: after the initial operation, an anastomotic leakage was observed to the duodenal stump transected with endo gia straight 60-3.5 stapler. 2008, is the initial operation date. The patient's condition was normal and the surgeon could not find any factors which caused leakage. A second procedure was performed to address the leak.

Manufacturer narrative:
Initial report sent to FDA on 09/09/2008.